Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to vasoplegic shock and right ventricular (rv) failure on (B)(6) 2022. The cause of the shock was unknown, and it was reported that the patient had rv failure prior to device implantation. A review of the log files by technical services found low flow estimates as well as low flow hazard events. The death was not contributed to by the device and the device was reportedly functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported vasoplegic shock, right ventricular (rv) failure, and subsequent patient outcome could not be conclusively established. The controller event log file contained data from (B)(6) 2022. Persistent low flow fault flags were captured throughout the file due to the estimated flow frequently decreasing below the low flow threshold of 2.5 liters per minute (lpm), to a range of 0.9-2.4 lpm. These faults resulted in severed low flow hazard alarms that were periodically silenced. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The account reported that a cause for the low flow alarms was unable to be identified and the alarms did not resolve. The patient ultimately expired on (B)(6) 2022 due to vasoplegic shock and rv failure. The rv failure was not considered to be device related as the patient had a history of rv failure prior to lvas implant. The account also reported that the patient outcome was not considered to be device related and the pump had operated as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.